Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic colonoscopy procedure, while using a single use ligating device to ligate the polyp, it did not come off the wire normally and it got stuck. They had to cut the ligating device wire for it to come out off the patient. After this they got the ligating device wire out. The ligating device was then well placed and they were able to continue the procedure. There were no further reports of patient harm.